Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad of the device was not defected, it was only partially separated. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the device, omsc concluded that the ptfe pad was partially separated since the user activated output without grasping anything, (including after the tissue cut). Based on the finding of the evaluation, this report appears to be related to user handling.

Event description:
Olympus medical systems corp (omsc), was informed that during a laparoscopic assisted colectomy, the subject device was used. After 30 minutes of use, the ptfe pad of the device was defected at 5mm from the digital end. The device could not be used any more. The procedure was completed with another thunderbeat. There was no patient injury reported.